Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: confirm the procedure date. On (B)(6) 20?) Yes. Confirm the event date. (August 25?) Yes. On what tissue was the suture used? Perineal skin. How was the suture placed (interrupted or continuous)? Continuous. Are there any photos available? No. The hospital feedback that the tissue layer sutured during the surgery was perineal skin. The patient's wound healing condition improved after symptomatic treatment. No subsequent adverse event reports were received. The following information was requested but unavailable: is yishayading wet compress a prescription product? Is rehabilitation new liquid wet compress a prescription product? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any additional medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is yishayading wet compress a prescription product? Is rehabilitation new liquid wet compress a prescription product? Confirm the procedure date. (B)(6)?) Confirm the event date. (B)(6)?) Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any additional medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a vaginal delivery with routine perineal incision on (B)(6) 2025 and suture was used. On the 5th day after surgery, (B)(6) 2025, the perineal incision suture was removed, and it was found that the incision site was slightly red and painful. No wound was found to have opened, indicating a foreign body sensation or rejection reaction of the suture. Five days after discharge, the patient found pain and discomfort in the perineal wound. On the 12th day after surgery (B)(6) 2025, the patient visited the outpatient department and checked that the perineal incision wound had opened by about 2cmx0.3cmx0.1cm, with no abnormal secretion exuding. The doctor gave yishayading wet compress to the wound+rehabilitation new liquid wet compress to the wound and instructed the patient to clean the perineum with water after two bowel movements. The patient lay flat on the right side as much as possible. After one week, the wound gradually healed. No redness or swelling. Additional information was requested.